Manufacturer narrative:
Results of investigation: the service technician was not able to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known ac adapter as well as a good known test patient circuit and test lung. The ventilator passed an extended 91 hour run in test at the customer¿s settings. The ventilator passed a 40 minute battery duration test from the ltv service manual. The ventilator also passed the automated ltv final test, which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with the ventilator. The event trace log contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that the ventilator received a reset message several times while in use on a patient. The patient was removed from the ventilator with no harm. The customer also reported that when the ventilator is unplugged, the ventilator shuts down. The patient is on the ventilator only at night.